Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a deformation of the service probe tip. The operation was completed using a different instrument. The device will be replaced with a new one in the future. System check-out is not necessary because it is an instrument. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733457, serial/lot #: (B)(6): h3, h6; a medtronic representative went to the site to test the equipment. The probe was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. The probe, lot number: 191107, was returned to the manufacturer for analysis. As reported, the tip of the returned probe was slightly bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.